Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for "a week" due to pump "failed"; however, customer declined troubleshooting with tandem technical support and declined to provide further information, and the alleged root cause could not be confirmed. A blood glucose level was not provided. Event date is approximate. The customer reverted to an alternate method of insulin therapy.